Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Manufacturer narrative:
Implant date is an approximation since only the month and year were communicated to us.

Event description:
It was reported that patient underwent a revision surgery due to pain. During surgery the stem was loose and was removed easily and portion of the porous coating had flaked off.